Manufacturer narrative:
H.6. Investigation: three loose 10ml syringes and five opened and empty blister packs from batch 0300260 (p/n 302995) were received and evaluated. It was observed two of the syringes had large lengthwise cracks. One syringe had a crack outside the grad lines extending from the zero line to the 9.5ml grad line. One syringe had a crack inside the grad lines extending from the 1.5ml grad line to the 10ml grad line. The two cracked syringes were rejectable per product specification. One syringe had cosmetic scuffs and scratches that did not appear to affect the form fit or function of the device, which was acceptable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0300260 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll s/c 200 was damaged. The following information was provided by the initial reporter: material no: 302995 batch no: 0300260. It was reported that on the syringe the outer plastic piece has either cracks or pinholes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll s/c 200 was damaged. The following information was provided by the initial reporter: material no: 302995. Batch no: 0300260. It was reported that on the syringe the outer plastic piece has either cracks or pinholes.